Event description:
The customer reported, the system is displaying an x-ray on error, and will not fluoro when switch is depressed. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the high voltage cable and power supply. System operates as intended. (B) (4).